Event description:
According to the reporter, during a laparoscopic totally extraperitoneal (tep) inguinal hernia repair, when the port was introduced through the abdominal wall. There was resistance inserting the obturator, when the obturator was removed after port placement, a 2mm x 2mm white plastic portion of the seal became disconnected from the port and landed outside the patient on the operative drapes, the seal was ineffective and pneumoperitoneum gas leaked out through the port. The procedure continued with the damaged port. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the circular seal was cut with a piece disengaged. The duckbill seal, cannula and the flanges of the anchors appeared intact. Functionally, when the instrument was actuated, the device was unlocked and no issues were presented. It was reported that the seal was disengaged, insertion through port was difficult, the leaks and seal were damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur when one sample was taken from the assembly line and intentionally the trocar was inserted into the cannula at an angle position. It was observed that the outer seal got damaged similar as the one from the sample received. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to prevent seal damage, the woodford spike¿ trocar or other instruments should not be introduced into the trocar cannula at an angle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.